Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline and an axium coil had a subarachnoid hemorrhage (sah) four days post implant. Neuron max was left at the distal cervical internal carotid artery (ica), navien 072 was navigated to the petrus ica. The phenom 27 was navigated to the m2 for stability. The echelon 10 was placed in the aneurysm. A single ped3-027-450-20 was advanced into the m2 without incident. Tip coil was exposed by unsheathing the phenom 27. The phenom 27 was then pulled back into the ica bifurcation before the stent was exposed and deployed in the desired location. Remainder of the stent was deployed without incident, good distal and proximal apposition was achieved. A single qc-18-40-3d coil was deployed and detached via the jailed echelon 10 microcatheter. Catheter was removed with no stent movement. Phenom 27 was tracked through the deployed stent to capture the pipeline delivery system before being withdrawn. Contrast stasis was observed immediately after stent placement. The devices were prepared as according to the instructions for use (IFU).  Patient experienced a sah 4 days post intervention. Patient was found to have suffered a sah 4 days after the procedure. An evd drain was placed, there were bleeding complication due to dual antiplatelet therapy. Patient is in intensive care and has not regained consciousness. Dual antiplatelet treatment was administered. The patient was being treated for an unruptured, saccular aneurysm in the right supraclinoid location. The max diameter was 18.5mm and the neck diameter was 5-7mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.3mm. Vessel tortuosity was normal. Angiographic result post procedure was good angiographic result. Contrast stasis was observed. Ancillary devices: neuron max 088 sheath, navien 072 115cm guide catheter, phenom 27 and echelon 10 microcatheter